Manufacturer narrative:
Date of event: date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had pain and swelling around the ins site. Environmental/external/patient factors that may have led or contributed to the issue include a mammogram. The pocket was opened and evaluated for signs of infection, none were found. The extension wires were dissected and placed back in pocket behind ins with vancomycin powder. The ins was replaced. The mammogram occurred in 2018 and resulted in the pain and swelling around the ins site. The patient's medical history includes non-insulin dependent diabetes. The issue is not yet resolved. The device was discarded by the customer. No further complications were reported or anticipated with this event.